Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used in treatment, were returned for evaluation. Two complaints were opened. Neither device was marked with whether it was the first or second one used. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiters were attached and quite damaged which indicates noted tissue resistance and excess probing. Symptoms indicated difficulty with product use and difficulty in reaching desired anchoring location. One single anchor and a small segment of suture was returned separated from each device. One appeared curved which is typical of being retrieved from tissue post pierce. Both anchors had suture knotted and cinched to the body. Neither delivery needle showed permanent damage. Both devices still cycled and actuated as expected. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no other similar allegations the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the devices was confirmed. Product met specifications upon release to distribution

Event description:
It was reported that during a meniscus repair surgery two fasts-fix were found that t1 and t2 deployed simultaneously. The procedure was successfully completed using a back-up device. A delay grater than 30 minutes was reported. No other complications were reported.